Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the 5 volt power supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no power supply to the c-arm. No pt injury was reported.